Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event was confirmed in the laboratory. The cause of the stylet obstruction and helix could not be extended was due to clogged blood/tissue. After cleaning, the helix extension measured within specs. The lead was otherwise normal.

Event description:
It was reported that during implant the physician had difficulty inserting the stylet. Noise was observed on the lead after induction test. The leas and the device were replaced.